Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative that was present during a minimally invasive transforaminal lumbar interbody fusion procedure reported that the drill bit broke off in the patient. This caused a 15-minute delay in the case and the surgeon was able to use x-ray to retrieve the drill bit from the patient. There was no other patient harm.